Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that when the patient presented for a follow-up one day post implant, ventricular sensing was intermittent. Bipolar impedance was 371 ohms and unipolar impedance was 218 ohms. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received